Event description:
It was reported that the device was overheating. No case involved.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the pump motor continuously ran without pressurizing. The unit tried to pressurize for 1 minute. The unit failed the load test. The unit did not overheat. The battery did not overheat. The unit had a piston migration of 1.62 inches. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit¿s pump motor would still continuously run when driven directly by the pre-pressure test jig. This eliminated the pcb and fuse as the root cause. The pcb was checked and no burned components were noted. No burned components were noted within the enclosures. The solenoid valve was then disassembled and debris was found within the solenoid valve housing and filter screen. The complaint was not confirmed. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.